Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the pump battery compartment was damaged and the top of the battery cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/24/2015 -device evaluation:the pump has been returned and evaluated by product analysis on 06/09/2015 with the following findings: a visual inspection of the pump revealed that the battery compartment was cracked near the threads. The battery cap was found to have stripped threads and the removal slot on the top of the cap was damaged. The battery cap was not able to tighten securely to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.